Manufacturer narrative:
(B)(4). The reported oad and guide wire were received at csi for analysis. Visual examination revealed a hole in the saline sheath. Fluid was observed leaking at the damaged site during analysis. Measurable flow was observed at the distal end of the sheath, although it was reduced due to the hole. The oad was tested and found to have functioned as intended. The damage was likely caused during handling or interaction with an accessory; however, this could not be conclusively confirmed, and the root cause of the damage remains undetermined. The guide wire was passed through the oad with no resistance. At the conclusion of the investigation, the report of leaking fluid was confirmed; however, the report of the oad being stuck on the guide wire was unable to be conclusively confirmed. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Csi ID# (B)(4).

Event description:
A stealth peripheral orbital atherectomy device (oad) was selected for treatment of a 100% stenosed, severely calcified lesion in the tibioperoneal trunk (tpt) and peroneal artery. Four treatments on low speed were performed in the tpt and high speed treatments were started in the peroneal artery. The oad became stuck on the guide wire, and the oad and guide wire were removed together. A pin hole was noted in the saline sheath, and a majority of the viperslide was spraying out. No patient complication was reported. The procedure was completed with balloon angioplasty.